Event description:
It was reported that the procedure was to treat restenosis of xience v stents (more than 1), deployed in the right coronary artery during a previous procedure in another hospital. Two non-abbott stents were deployed successfully to treat the restenosis and the 4.0x20 mm nc trek was used to perform postdilatation of the two stents. After full deflation of the balloon, with no difficulties experienced during deflation, resistance was felt during retraction of the balloon catheter from the deployed stents. The balloon was reinflated and deflated several times; however, the balloon could not be retracted. Negative pressure was applied again and the balloon was able to be retrieved to the tip of the 6fr guiding catheter, but could still not be retracted into the guide. Inflation and deflation of the balloon was performed again, and this time the balloon catheter was able to be retracted from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty could not be replicated. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The xience v stents mentioned are being filed under separate medwatch reports.